Event description:
A peritoneal dialysis pt has reported dialysis solution leaking out of the cassette and into the cycler. There is no report of pt ill effect. There is a sample available for evaluation.